Manufacturer narrative:
A product investigation was completed: the protection sleeve was received with one drill sleeve broken apart from the device. The break is located along the weld. Remains of the weld are present. The balance of the device shows surface wear and is in functional condition. Thus, the complaint conditions are confirmed and consistent with the reported condition. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The received conditions are indicative of having been subjected to force beyond the strength of the device and, in the case of the drill sleeve, accumulated wear from approximately 7.5 years since manufacture. However, the root cause could not be definitively determined as the method of use and maintenance and the conditions at the time of the damage are unknown. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. There was no reported patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 04. Dec. 2008, part # 393.746 / lot # 3022383. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported on (B)(6) 2016 that a sharp hook tip is damaged and a split tissue protection sleeve is broken. This complaint involves two devices. This report is 1 of 1 for (B)(4).